Event description:
It was reported that the customer was admitted in the intensive care unit for diabetes ketoacidosis. It was stated that the customer was off of the device when she arrived to the hospital because the dr wants to make sure that the device was functioning properly. Two days later, the customer called to report that her blood glucose continued been high over 400 mg/dl after bolusing. The customer woke up vomiting the next morning and had to go to the hospital with blood glucose of over 500 mg/dl. Troubleshooting was performed. Ran a fixed prime and high pressure tests and passed. The time and parameters on the device were correct. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.